Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the display screen was blurry and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.